Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter and kidney performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber broke and misfired while in use. Reportedly, the physician was not burned and no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.